Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device for the endovascular treatment of a patient.   It was reported that during the procedure, the reliant was used in the usual manner, however the balloon burst when the contrast agent was injected with the defined volume. A new reliant balloon was used to complete the procedure without any issues. As per the physician, the cause of the event was suspected to be a product defect. No clinical sequelae were reported and the patient is fine.